Event description:
It was reported that a tka on (B)(6) 2016 surgery went fine. After 2 years complaining about knee pain. Examination showed some laxity no strange things where found on the x ray. 31st of july she is still in pain. X ray know shows a loose patella. Revision surgery will be planned in the near further.